Event description:
Caller reported an alarm 2 related to an occlusion event, but it did not occur earlier in the day before contacting cts. The customer experienced more than one previous occlusion event and took the same actions to resolve them. There was no adverse impact on the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resuming insulin. Since the occlusion issues were not frequent or recurring, no additional assistance was necessary, and cts planned to close the case.